Event description:
The user facility reported an operator injured her back while attempting to lift a loading car onto the sterilizer chamber rails. The employee completed her shift, and took the following day off work on medical leave, seeking medical treatment. The operator has since returned to work on light work duty. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and was informed the operator was loading a 48" loading car into the sterilizer chamber when the car came off of the sterilizer rails and became stuck. The operator proceeded to lift the car onto the rails, injuring her back in the process. The atlas loading car and transfer carriage operator manual (1-1) states, "warning -prevent physical injury: get help if loading car becomes stuck or difficult to move. Do not attempt to lift a loading car without assistance." The unit was installed in october 2010 and is not under a steris service contract. The steris technician inspected the alignment of the cart and sterilizer rails and adjusted the latching assembly. The facility's biomed department replaced the wheels of the transfer carriage and has returned the unit to service.